Manufacturer narrative:
Patient date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to non function. The rv lead was attempted to be removed initially with a spectranetics 14f glidelight laser sheath, then with a spectranetics 13f tightrail sub-c rotating dilator sheath. The tightrail progressed to the innominate/superior vena cava (svc) junction but did not round the corner into the svc. The lead began to fall apart and the physician chose to abandon the lead at that time and to continue with re-implantation of a new lead. Access of the guide wire for re-implantation was gained through the tightrail sub-c's outer sheath before the tightrail and the outer sheath were removed, and a long introducer sheath was inserted in order to complete re-implantation of the new lead. At that time, a small effusion was noted on transesophageal echocardiography (tee) and the patient's blood pressure started to drop, but was initially treated with medication and volume. However, the blood pressure kept dropping so rescue efforts commenced, including rescue device, chest compressions and sternotomy. An injury was discovered at the innominate vein and innominate/svc junction. During repair, it was reported that the tear extended into the subclavian vein as well. The repair was successful, and the rv lead was removed post-sternotomy. The patient survived the procedure. This report is being submitted because the tightrail sub-c device was in use in the location of the injury.